Event description:
It was reported that the patient's stimulation was intermittent. There was no stimulation felt when the pt was sitting or lying down. Stimulation was sometimes felt when the pt got up and walked around. The pt had disturbances in sleep at night, due to "bladder problems." No further details or pt outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).